Event description:
A consumer reported seeing streaks of light following intraocular lens (iol) implant surgery. In a follow-up, the consumer reported the "flashing" lasted for approximately one week and "is much better now." In a follow-up with the surgeon, he reported that vitreous detachment (pvd) accounted for the event. He further stated that the photopsia has resolved; and in his opinion, the device did not contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/04/2010, 01/05/2010, and 01/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).